Manufacturer narrative:
The picco catheter that was during the reported event was not returned for investigation. Therefore it is not possible to confirm if there was a malfunction or any deviation from the specification. The described numbness is as a known complication of arterial cannulation. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that a branchial picco catheter was used during a liver resection. Upon awakening the patient complained about numbness of the arm and fingers and the doctor identified a poor flow to the hand. The picco catheter was removed and the flow increased and the numbness disappeared. The final patient outcome was no injury. (B)(4).